Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of connection issues at the site of the monitor cable connector was confirmed via evaluation at the service depot. The heartmate power module (pm) (s/n: (B)(4)) was visually inspected and the complaint was confirmed. It was revealed the lemo monitor connector inner shell was pushed in and had damage to the inner shell nut. The area was repaired and the internal monitor cable assembly was replaced. A functional checkout was performed and all applicable tests were passed. The unit was returned to the customer site. Per the provided information, there was no alarm associated with the event. A root cause of the connection issue was determined to be the damaged lemo monitor connector inner shell; however, a root cause of the damage was unable to be determined through this analysis. Incidental findings: missing battery clip, damaged main pcb. The heartmate power module instructions for use (IFU), rev. B, instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module instructions for use (IFU), rev. B, section 5.0 ¿power module (pm) alarm conditions¿ instructs users on how to handle yellow wrench alarms that occur on the power module. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook, rev. D, and the heartmate 3 instructions for use, rev. C, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hospital-owned power module had issues with the connection site where the monitor cable is located. The monitor did not read a connection when a monitor cable was inserted inside the power module. Multiple different cables were tested, but no connection was made. The same cables worked on a different power module without any issues.